Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 93, 243 mg/dl. Tests were done within 10 minutes with a difference of 79%. Patient did not experience any adverse events. No further information has been reported. Note - customer is cleaning meter incorrectly and has not been using check strips.